Manufacturer narrative:
No operative reports or x-rays have been provided, therefore, component fit and orientation cannot be determined. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Component compatibility is confirmed. Cause cannot be definitively determined. Eval codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt is experiencing hip pain.